Event description:
During a baxter evaluation, a pump falsely alarmed upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Initial testing experienced a false upstream occlusion alarm during downstream occlusion testing. Additional testing for upstream occlusion detection yielded passing results. The unit was recalibrated to ensure proper occlusion detection.